Event description:
It was reported pt had redness getting progressively larger with increased discomfort along the lower and medial border of the implantable neuro stimulator (ins) pocket. An infectious disease consult indicated that this was not an infectious process. Physician speculated that the ins may have been implanted too closely to the skin surface. The device was explanted. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)